Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the device and verified the device would not complete its boot-up cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device experienced an unexpected loss of power. When the users tried to reboot the device it would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent replaced the system controller pcb assembly and the user interface pcb assembly and subsequently observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further root cause could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device experienced an unexpected loss of power. When the users tried to reboot the device it would not complete its boot-up cycle. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.